Manufacturer narrative:
(B)(4). Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm tmicl12.1 implantable collamer lens, -09.00/+3.0/099 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2022. The lens was reported as undesirable refractive outcome and the lens remained implanted. Additional information has been requested but none has been forthcoming.